Event description:
It was reported that, on or about (B)(6) 2009, the plaintiff was implanted with the monarc subfascial hammock system with the intention of treating her cystocele and rectocele. It was alleged that after, and as a result of the implanted product, the plaintiff has suffered serious bodily injuries, including, but not limited to, vaginal pain, painful intercourse, infection, urinary problems, and other injuries. It was also alleged that the plaintiff has experienced significant mental and physical pain and suffering, has required additional medical and surgical treatment, and has sustained permanent injury and disability. It was further alleged that the plaintiff has sustained and will continue to sustain these injuries and damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.